Manufacturer narrative:
The impella 5.5 was received for investigation. A final MDR will be filed with results of the analysis.

Event description:
The complainant reported a 77 year old male patient presenting with post cardiotomy cardiogenic shock for hemodynamic support using the impella 5.5 device. After approximately 2 days of support, the patient exhibited hemolysis that was confirmed by multiple draws of plasma-free hemoglobin values exceeding 40mg/dl within a 24 hour period. The pump was prematurely removed as a result. The patient remained in stable condition, thereafter.

Manufacturer narrative:
Both the device and data logs were returned for review. Visual inspection of the device found no damage. And data log analysis found no gross positioning issues, during support. Simulated use testing for hemolysis, found the pump operated within specification. We are unable to determine a definitive root cause. However, we believe the reported issue was related to the patient's condition.